Manufacturer narrative:
(B)(4): the customer reported to the philips response center (rc) that when the device is turned on there are a lot of failure messages and that the device would not pass the user initiated operational check (opcheck). There was no pt involvement. The compliant is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to the philips response center (rc) that when the device is turned on there are a lot of failure messages and that the device would not pass the user initiated operational check (opcheck). There was no pt involvement.